Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and rear therapy electrodes (te). The cause of the adjust belt messages is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The pt was issued a replacement electrode belt.